Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemicolectomy with total abdominal hysterectomy and salpingo oophorectomy, after opening the sterile packaging, yellow shipping wedge was already removed without even removing it manually. When applied on the anastomosis, the firing knob broke for the white flag interlock already engaged. It was also reported that device partially fired and had poor staple formation which staples got dismantled. Misfired staples fell into the patient cavity. Surgeon oversewed to fix the staple line.